Manufacturer narrative:
Additional information to clarify event details received (B)(6) 2015: the balloon was found deflated during initial use. No pieces were missing after rupture. While the water was being instilled there was resistance right away and approximately 10-20cc had been instilled. There was no reported patient injury. The ruptured balloon was removed and replaced. Corrected data: method code not reported on MDR MFR# 1049092-2015-00676 submitted on november 25, 2015. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on january 13, 2016. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. The impact of the product issue to the patient is unknown. Additional patient/event have been requested. However, no further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the "balloon ruptured" while in use on a patient. It is unknown if the device was replaced.